Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump stopped therapy due to a depleted battery and did not recharge despite placement on the charging pad and alternate outlets, with on-screen battery-low/therapy-stopped messaging and a reported blood glucose above 600 mg/dl; troubleshooting included direct placement on the charger, use of a different outlet, and recommendation of a qi-compatible wireless charger, and the user used subcutaneous insulin via pen as backup. Symptoms included hyperglycemia and associated thirst and dry mouth. Outcomes included no lasting health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a charging problem associated with the battery charger and a power source problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.